Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the lesion was crossed with a guidewire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at unknown pressure. A non-bsc device was used to complete the procedure. No patient complications were reported.